Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No cracks on lcd window noted.

Event description:
Customer reported there is a crack on his insulin pump's screen. Customer's blood glucose is 93 mg/dl. He stated there is a crack that goes across the face of his insulin pump, over the display. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.